Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. The transmission showed that the device reached the elective replacement indicator. It was believed that the device prematurely depleted. It was also noted that the atrial lead was over-sensing noise. No resolution was reported and the patient was stable. Related manufacturer reference number: 2017865-2019-05018.